Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. The blockage was located in the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.